Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the sling was inserted and adjusted appropriately. The assistant cut off the trocar too close to the skin, and both the mesh and the sheath dropped below skin level. The surgeon could not retrieve the sheath. Retrieval attempts were made both from widening skin excisions slightly and then below by the insertion point, but were unsuccessful. The surgeon could not feel the sheath at all and only the mesh was in direct contact with the urethra. Approximately five cm of sheath was left in the patient on the right side. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The trocar was cut too close to the skin and the sheath dropped below skin level.